Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the cracks found on the ceramic head of the device were caused by a break in the insulation resulting from stress. However, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject resection sheath exhibited cracks on the ceramic head. There was no patient involvement.